Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button became unresponsive, requiring repeated presses over an extended period before the device would unlock, after which operation was stable for a while; the user reported elevated blood glucose associated with the event and confirmed use of a dexcom g7 sensor. Symptoms included hyperglycemia with a highest reported value of 194 mg/dl and approximately 30 minutes above range, without acute clinical effects. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and user education, with no device alerts or alarms reported. Investigation of this device was confirmed and revealed a suspected mechanical or interface performance issue with the sleep/wake control without evidence of broader system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely component wear or intermittent mechanical failure of the button.